Event description:
It was later determined that the device was explanted and replaced due to normal battery depletion.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up is in progress to find out more about the reason for explant. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The actual longevity calculation equals 68%. Concomitant: 4193 implantable pacing lead (B)(6) 2004 5076 implantable pacing lead (B)(6) 2004. (B)(4).